Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient was presented with ischemic heart disease. The target lesion was located in the mid right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.